Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported headset was released unintentionally, shooting across the room. Patient confirmed that no injury occurred as a result of this unintentional release. A request was made for the return of the device.